Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) office in (B)(4) for servicing, where it was inspected by a trained fph service technician. Our investigation is accordingly based on the service report provided by the healthcare facility. Results: visual inspection revealed that there was no physical damage to the neopuff. During servicing, it was noted that the pressure control valve adjustment knobs were not functioning. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note that the subject neopuff device is approximately eleven years old. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. A replacement fascia and valve assembly were sent to the customer in order for the neopuff to be repaired and put back into service.

Event description:
A hospital in (B)(6) reported that they were unable to move the dials on the rd900 neopuff infant resuscitator as they keep on seizing. Service was requested. There was no patient involvement.

Manufacturer narrative:
(B)(4). (B)(6). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that they were unable to move the dials on the rd900 neopuff infant resuscitator as they keep on seizing. There was no patient involvement.